Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for fluid issue. Without a sample, no definitive conclusion can be drawn as to the cause of the alleged failure that the user experienced. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in section h6. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that they had a glidesheath slender sheath ccv valve leak more than normal, even with a 5fr tig catheter in the sheath and across the valve. The sheath did not need to be swapped out and there was no report of having to stop the procedure. The procedure was completed. The patient was reported to be fine and in stable condition.